Event description:
Pt reported experiencing low blood glucose levels. Pt was in a car accident and they had low blood glucose at the time of the event, but state that they did not pass out. Pt was taken to hosp and was given three tubes of glucose; pt's blood glucose tested as 120 mg/dl after glucose was given.